Event description:
Medtronic received a report that an apollo catheter was ruptured in the middle section. The patient was undergoing surgery for treatment of an arteriovenous fistula. It was noted the patient's vessel tortuosity was moderate. The access vessel was the femoral artery with a 8.86mm diameter. It was reported that the operator used an apollo microcatheter and a flow-directed microcatheter for treatment of a dural arteriovenous fistula. During preparation of the apollo microcatheter, fluid was observed leaking from the mid-portion of the microcatheter while it was being flushed. Further examination confirmed rupture (intact) damage to the mid-segment of the microcatheter. There was no friction or difficulty during delivery. The injection rate was around 1ml/minute. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.